Event description:
It was reported by the customer's spouse that the pump's motor was constantly running and giving insulin. Customer had placed the pump in suspend and it was still running and giving insulin. Customer's spouse stated that the pump did not alarm and he does not have the pump. The pump is at work with his wife. Caller was advised to call back when they have the pump in order to troubleshoot the issue. Customer had previously called in july regarding a button error alarm. No further assistance requested.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.